Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A root cause could not be determined and the complaint couldn't be confirmed.

Event description:
The pn 31x8 100 pk germany was difficult to operate.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The pn 31x8 100 pk germany was difficult to operate.